Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remains implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in the aortic position. During valve expansion, the sapien3 appeared to tilt to the left resulting in perivalvular leak (pvl). Therefore, a second valve was implanted. The patient was stable and discharged home.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and paravalvular leak were unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve expansion, the sapien3 tilts left coronary to supraanula. The valve was implanted in a non-intended position and as a result there was pvl''. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. Due to the malposition of the thv (tilted or too aortic), the seals between the valve and the target site (native annulus) could have been compromised, leading to the paravalvular leak as reported in this case. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the reported event. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.